Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a setscrew problem observed while attempting to connect the rv lead to the existing implantable cardi overter defibrillator (ICD). Therefore the physician decided to explant and replace the device. No patient complications have been reported as a result of this event.